Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report: measures taken: the root cause is a defect o2 mixer assembly. The defect o2 mixer assembly have been replaced. The device past the service software tests successfully and is put back in service.

Event description:
During preventive maintenance the ventilator device failed for the o2 input flow test and o2 calibration. Based on the data currently available, we conclude that there are no indications that there was anything technically wrong with the ventilator beforehand. However, worst case this issue could lead to desaturation (spo2 <80%). The issue did not result in any patient harm.